Event description:
The complaint concerned a glucose 201+ analyzer (b) that on some occasions has showed deviating results when compared to another hemocue glucose 201+ analyzer (a). The (b) analyzer was used on neonates and it showed consistently lower results than the other analyzer. No pt impact is reported. A false low result could potentially lead to an unnecessary med intervention.

Manufacturer narrative:
The glucose 201+ system is not on the us market; however, a similar system, the glucose 201 system, is available on the us market, 510 (k) # k020935. The investigation is still ongoing, thus no cause has yet been determined.